Event description:
It was reported that the 9900 system displayed a mainframe communication error with subsequent workstation lock-up. The system was rebooted and the procedure completed. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.